Manufacturer narrative:
Media review: during the media review, the images provided show damage to the device packaging, which confirms the reported issue of "packaging difficult to open or remove packaging material." Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the rotapro device confirmed that the event of 'packaging difficult to open or remove packaging material' is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established following a review of the reported event details and available information. In this case the device was not returned for product analysis, limiting the identification of a most probable cause of the reported event. B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that difficult to maintain sterility. An encore 26 inflation device was selected for percutaneous coronary intervention (pci). Prior to the procedure, the packaging of the encore manometers was difficult to open and tended to tear at the corner, causing the paper to flare and making it challenging to maintain sterility. Despite this packaging issue, the procedure was successfully completed with the device. No patient complications were reported.

Event description:
It was reported that difficult to maintain sterility. An encore 26 inflation device was selected for percutaneous coronary intervention (pci). Prior to the procedure, the packaging of the encore manometers was difficult to open and tended to tear at the corner, causing the paper to flare and making it challenging to maintain sterility. Despite this packaging issue, the procedure was successfully completed with the device. No patient complications were reported.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.